Manufacturer narrative:
Film evaluation summary: the cause of the reported stent graft migration could not be determined from the films provided. The anatomy at implant is unknown, the original implant position of the bifurcate is unknown, and earlier follow-up images were not available for review and comparison. The films returned 11+ years post-implant confirmed that the bifurcate was ~15mm below the renal arteries and had likely migrated. The bifurcate proximal margin was unopposed to the anterior wall of the aorta and there was a small localized area of contrast seen just outside the anterior/proximal side of the bifurcate. This appeared most likely to be a proximal type I endoleak due to lack of an adequate proximal seal, but unclear if the endoleak was contained by thrombus or was pressurizing the aaa sac. The max diameter aaa measured 7.4cm. It is possible that disease progression and aneurysm morphology changes may have contributed to the migration and aneurysm expansion. Images from the aortic cuff and bilateral renal stent intervention which resolved the event were not available for review. It is also possible that the type ii endoleak seen during the angio may have also contributed to the aaa expansion.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck is 21-26mm in diameter and 15mm in length. It was reported that the aneurx bifurcate has migrated approximately 15mm from the renal arteries. There was no evidence of a type ia endoleak. The aneurysm sac has enlarged, the physician said it appeared to be a type ii endoleak. As the distance from the renal arteries to the graft flow divider was approximately 45mm, the physician decided to cannulate both renal arteries from the arm, after placing a 28x49 cuff, two 6x18 renal stents were implanted to preserve the renal arteries. The event was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.